Event description:
The patient reported she received and e4 (occlusion) alarm while at church this morning. She stated she felt her insulin infusion set tubing and it had a knot in it. She stated she had a blood glucose reading of 394 mg/dl which she discovered during routine testing. Her normal blood glucose reading is 150 mg/dl. She said she untangled the knot, but did not know how to turn off the beep alarm. The patient was instructed to press the check button twice and then disconnected from the insulin infusion device and bolus 5 units of insulin. The patient is blind so her husband observed insulin coming out of the tubing with the bolus performing without error. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation as it was unavailable.

Manufacturer narrative:
No product will be returned for evaluation.